Manufacturer narrative:
S/w version 4.11d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the battery tube on event date of (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked case - corner of belt clip rails, cracked case (battery tube), label damage (serial number label) and cracked retainer. Cosmetic damage was confirmed at cracked case (battery tube). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on beginning from the top of the pump , all along the length of battery tube. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.